Manufacturer narrative:
Visual inspection the electrode and cable were returned for analysis. No visual issues were observed on the cable. No visual damages defects were observed on the electrode, it is free of obvious kinks/bends. Functional inspection a functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged.

Event description:
It was reported that the needle bent. A radio frequency ablation procedure was being performed. The leveen superslim was being used for this procedure. When the needle was in position it was attempted to be advanced. When the physician went to advance the needle and it bent. This needle was removed from the patient and a new needle was used to complete the procedure. There were no patient complications that occurred.

Event description:
It was reported that the needle bent. A radio frequency ablation procedure was being performed. The leveen superslim was being used for this procedure. When the needle was in position it was attempted to be advanced. When the physician went to advance the needle and it bent. This needle was removed from the patient and a new needle was used to complete the procedure. There were no patient complications that occurred.